Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. User visited hcp who initially prescribed fucidin cream. However, the hcp later decided to remove the sensor to alleviate symptoms.

Event description:
Senseonics was made aware of an incident where patient reported infection at the insertion site. Pain increased and user contacted their hcp. Fucidin cream was initially prescribed to treat the infected area. However, the doctor decided to remove the sensor later because of infection.